Manufacturer narrative:
Eval findings: customer complaint confirmed. When unit ws first turned on, the display was frozen up. All of the gas indicator bars were on. The hex mode read "26 oe 24". There are some bad solder joints on power supply causing low power supply output voltage, which caused the display to have incorrect reading and to freeze up. Solder joints need to be repaired, also one of the p1 harness wires (on control board) is burned. Bad solder joints on power supply attributed to wear of long use.

Event description:
(B)(4).